Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 40 mg/dl. Customer's other blood glucose level was 80 mg/dl. The customer did not mention any symptoms of their low blood glucose levels. The customer treated for the low blood glucose with food. The customer also mentioned having issues with change sensor. There was no indication that the insulin pump over delivered insulin. The insulin pump will not returned for analysis.